Event description:
A malfunction was reported with a particular code, and it was confirmed that the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was informed about the need for a pump replacement, and a replacement pump was provided to ensure insulin delivery was not interrupted. Technical support confirmed the customer¿s shipping address and ensured proper instructions for storage and transport were given. No additional information was received regarding the return of the problematic pump.